Event description:
Boston scientific crm received information that this left ventricular lead was experiencing impedance measurements greater than 2500 ohms, increased threshold measurements and loss of capture in all but one configuration. Additional information was received that this left ventricular (lv) lead was fractured and was turned off during a general change out procedure. Boston scientific received information that this left ventricular (lv) lead was fractured and was turned off. During a routine device change out procedure, the lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.